Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the left upper extremity artificial arteriovenous internal fistula. A 4.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, after the second inflation at 18 atmospheres for 60 seconds, the pressure was found to be decreasing and the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. It was further reported that the stenosed was 90% located in the moderately tortuous and severely calcified left upper extremity artificial arteriovenous internal fistula. The device was removed by pulling it out from the sheath along the non-boston scientific guidewire.

Manufacturer narrative:
Device evaluated by MFR: a mustang device was received. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 9mm in length and extended from a position 8mm proximal of the proximal markerband to the end of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the left upper extremity artificial arteriovenous internal fistula. A 4.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, after the second inflation at 18 atmospheres for 60 seconds, the pressure was found to be decreasing and the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. It was further reported that the stenosed was 90% located in the moderately tortuous and severely calcified left upper extremity artificial arteriovenous internal fistula. The device was removed by pulling it out from the sheath along the non-boston scientific guidewire.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the left upper extremity artificial arteriovenous internal fistula. A 4.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, after the second inflation at 18 atmospheres for 60 seconds, the pressure was found to be decreasing and the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.